Manufacturer narrative:
Literature article name: arnalich-montiel, f, mingo-botin, d and de arriba-palomero, p (2019) preoperative risk assessment for progression to descemet membrane endothelial keratoplasty following cataract surgery in fuchs endothelial corneal dystrophy. American journal of ophthal evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A literature article reported that thirty three (33) eyes developed descemet membranes and needed endothelial keratoplasty after having an intraocular lens (iol) implant surgery to rehabilitate vision.